Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction as verified. Replaced the interconnect cable. It was also noted, during the investigation, that there was no power to c-arm, but pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that when the cables on the 9800 system were moved ("wiggled"), the screens would flicker. It was also noted that the system was used and there was no report of patient injury.